Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital. The customer cause of low blood glucose had a low carb supper and blood glucose was high for him and he thinks the amount of bolus for him and exercise counteracted too far. The customer insulin pump disappeared. The customer was advised that we send cot while pump is replace.